Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low leakage volume alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the device displayed a low leakage volume message. The customer indicated that the proximal pressure sensor had malfunctioned. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the faulty pressure sensor caused the low leak. It was reported that the hospital replaced the pressure sensor to resolve the issue. The device was returned to service.